Manufacturer narrative:
Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
A health care professional reported that the clinician programmer displayed an error message during programming of the daily dose for the pump. A pump stop was programmed with the programmer and clinician programmer, and additional error messages were observed. Troubleshooting was not successful in clearing the pump errors, and the device was subsequently explanted. The pump was returned for evaluation. Pump therapy is intended to treat symptoms associated with primary lateral sclerosis (pls) with morphine. It was reported that the patient experienced withdrawal symptoms, but specific symptoms were not reported. The patient was prescribed oral medication.